Event description:
During surgery, when the inner pouch was removed from the outer pouch, a pin hole was found on the inner pouch and polymer was leaking. Stryker sales rep was not present at the surgery and after the surgery he confirmed with the hospital staff that they had removed the inner pouch by hand as usual. A backup device was used.

Manufacturer narrative:
Visual inspection indicates that the inner pouch was removed from the outer pouch by forceps or a sharp instrument causing the pin hole in the pouch. The event was confirmed. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot. The investigation concluded that the visual inspection identified the route cause of the pinhole to be as a result of forceps or similar instrument being used to remove the inner pouch from the outer pouch in the operating theatre. The product was not shipped in this condition as indictaed by the visual evidence.

Event description:
During surgery, when the inner pouch was removed from the outer pouch, a pin hole was found on the inner pouch and polymer was leaking. Stryker sales rep was not present at the surgery and after the surgery he confirmed with the hospital staff that they had removed the inner pouch by hand as usual. A backup device was used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report..the subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.